Manufacturer narrative:
At the request of the facility, the service call was cancelled. Info provided indicated the unit is operational. No eval completed.

Event description:
It was reported that the monitor on the 9600 emi sys will not power on. No pt injury reported.